Event description:
It was reported that this right ventricular (rv) lead this lead presented a rise in capture threshold measurements, due to it getting dislodged. The lead was repositioned with both the capture threshold measurements and the sensing measurements in the new position not being stable. The lead was extracted and upon examination, it was found the helix would not retract due to some hard tissue getting stuck. A new device was implanted. No additional patient effects were reported.